Event description:
A customer stated that the glucometer dex system is showing an error code when you "push a strip out". While on the phone a review of the system was conducted. The customer was instructed to clean the contacts and try the process of presentation of a sensor. The customer attempted this but the system still displays an error code of e3 and p55. However, upon further discussion it was learned that the "units" digit in the display was not totally illuminated. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.